Event description:
The customer reported that after pipetting an hbc plate on summit, it was observed that no sample was added to well, or wells of the plate. Customer did not have further info as to location. No error was generated by the summit. No death or serious injury was associated with this incident.